Event description:
Dial-a-flow tubing will not allow intravenous fluids to flow through to the patients. Facility has received 2 complaints about this, and one of the complaints says that this is the 4th time that this has happened.